Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a blood leak occurred during a patient¿s hd treatment. Upon follow-up it was revealed that the leak was caused by the fresenius 2008t machine. A broken blood tubing guide was found on the blood pump rotor, and it was reported that this caused a tear in the blood pump segment of the combiset tubing. Approximately one hour after the start of treatment, the staff noticed blood on the front of the machine. The blood was noted to be trickling from the blood pump segment of the tubing. There were no alarms from the machine. There was no visible damage noted on the lines prior to treatment initiation. No leaks were noticed during the priming phase. The fa stated there were no changes or disruptions in pressure that could have caused or contributed to the leak. Once the leak was noted, they stopped the blood pump. The staff changed out the arterial line (which included the blood pump segment), and the patient¿s treatment was continued. A visible tear was seen on the blood pump segment when it was examined. The patient¿s estimated blood loss (ebl) was 100 ml. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine. Following the treatment, the machine was removed from service for evaluation. During evaluation of the machine that was in use, the biomedical technician found a broken blood tubing guide on the blood pump rotor. It was believed that this caused the tear. The blood pump rotor was replaced, and the faulty part was thrown away. No sample was available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.